Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter casing cracked and issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 06/26/2012)-device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed evaluation of the returned meter on (B)(6) 2012. The alleged complaint was confirmed: the lcd was found to be cracked/broken. A secondary issue was also found during testing: the casing of the meter was also cracked/broken.